Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump received a multiple pump error alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed, and customer was able to clear the alarm and was able to rewind the insulin pump; customer reported that insulin pump successfully passed self test and displacement test. However, the customer will discontinue use of the device. The product will be returned for analysis.

Manufacturer narrative:
S/w ver. 5.3a. Retainer ring = black. Case type = ngp. On 10/27/2022 the customer reported pump errors 41, 43, 23, and 53. Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 41, 43, 23, and 53, motor errors, prime/rewind anomalies, or restarts were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that the following delivery related pump errors occurred around the event date: pump error 41 occurred on 10/27/2022 @ 15:29:01, 16:05:00, & 17:11:00; pump error 43--6 occurrences on 10/27/2022 from 15:29:01 to 17:11:21. The adapt tool also lists the following pump errors that could potentially trigger a critical pump error: pump error 53 (filenumber = 41, linenumber = 594) occurred on 10/27/2022 @ 16:44:02. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. The motor was tested outside the unit, and it passed. In summary, the customer¿s report of pump errors 41, 43, and 53 all were confirmed whereas his/her report of pump error 23 was not confirmed. The pump error 53 (filenumber = 41, linenumber = 594) is due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.